Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4). Following additional high level disinfection at olympus (B)(4), the subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, coagulase-negative staphylococci (3 cfu/100mm) were detected from the air/water channel of subject device, bacillus spp. Mesophiles (5 cfu/100mm) were detected from the auxiliary channel of subject device and no microbe was detected from the other channels. The test result cleared the (B)(6) guideline. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the subject device tested positive for unspecified bacteria (>200cfu/162ml). The customer reported that the subject device was reprocessed according to the instruction for use. The subject device had been disinfected with non-olympus automated endoscope reprocessor (soluscope) using peracetic acid. There was no report of infection associated with this report.